Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient did not think the adaptive stimulation was doing it's adjustments. The patient had pain in her hips on both sides and the stimulation did not reach that pain. The patient had been adjusted 3 or 4 times and they had not been able to reach the pain in the patient's hip area. It was noted the pain was acute. It was reported the stimulation covered pain in her legs, but the couple days before report, she was in so much pain she was not getting relief from the stimulator or her pain patches. The patient was allergic to many oral medications. There was pain at the ins pocket site. It was noted when the patient sat down the ins "felt like it was pushing out of her hips", and it was uncomfortable. It was also reported since implantation it had burned and stung at the implant site and behind it. It was reported the patient "had to turn it down to drop" and was not sleeping. It was reported the adaptive stimulation was not enabled on the device. It was reported the doctor was not aware of any event. The indication for use was non-malignant pain. If additional information is received, a follow up report will be sent.